Manufacturer narrative:
(B)(4). Updated section: b4, d9, g3, g6, g7, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/16/2025. An investigation was conducted on 04/16/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone balloon. The insufflation tube was observed to be detached from the btt body. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The lot #3000441541 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they had completed dissecting the vein without incident. They were preparing the system vasoview hemopro 2 for branch ligation and were getting ready to attach the co2 tubing to the trocar at the port. They looked at the trocar and did not see the short tubing segment to attach the co2 tubing. Upon closer inspection, they found the tubing segment in the drapes. It appeared that the tubing had detached during the transition. They opened an accessory pack and continued with the harvest without further incident. No harm/no adverse outcome.